Event description:
It was reported to boston scientific corp. That a pt was undergoing radiofrequency ablation therapy for hepatic cell carcinoma in 2007. Upon withdrawal of the needle electrode, the physician noted that the array was slightly protruding, causing hemorrhaging somewhat, larger than usual. The physician did state that, he could not confirm if the excessive bleeding was a result of the tines open or not. The hemorrhaging was noted at the insertion site, at which time hemostasis was performed by astriction for several minutes. No further intervention was required and the pt's condition is described as good.

Manufacturer narrative:
One leveen needle electrode was received inside a generic pouch. A visual evaluation found that the tines that were partially protruding from the electrode cannula appeared deformed and twisted. A microscopic evaluation found that the groove proximal to the flare seat in the handle body had been damaged. This evaluation also found that, the insulation distal to the handle body appeared to have been scratched and/or scraped. The damage to the insulation appears to have occurred, when the handle body slid forward into the electrode cannula. The most probable root cause appears to be that during the procedure, the device was rotated in some manner deforming and crossing the tines. When an attempt was made to retract the array, the deformation to the tines caused the array not to retract properly. It appears that excess force was applied in an attempt to retract the tines causing the flared end of the electrode cannula to score or displace the handle material, along the groove edges on its way out of the flare seat, in the handle body. The customer complaint was confirmed. The exact root cause of why the tines were deformed cannot be determined at this time. A corrective action has been opened to address the cannula detachment issue. Corrective actions implemented include 100% verification of the working length of the device, a deployment force compression test, and a 100% verification of the electrode cannula flare. The february 2007 15-month trend report for all complaint failure modes was reviewed; no adverse trends were noted. A lot history search was performed and found no other complaints against this lot number. A review of the device history record was performed and revealed no anomalies.